Event description:
The customer reported to customer service that when she went to use her pump, she noticed the power supply got really hot and burnt a hole through the housing.

Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that there was a hole in the power supply housing. Customer did not witness any sparks, fire, flame, and did not incur any injuries as a result of the issue. A product evaluation revealed that the power supply housing did have a hole, which is a safety risk, and confirmed the customer's complaint. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. A visual examination of the power supply revealed the transformer housing had a hole in it. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plu was measured closed, which indicates that there is a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 0.13 ohms, which is not normal and indicates that the thermal fuse did blow.